Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: zimvie received one (1) tsv4b11, tapered screw-vent implants with mtx surface for evaluation. Visual evaluation was performed. Signs of use. The mount was fractured at the hex. Hex piece was returned. Returned screw was not fractured. DHR review was completed for the subject lot number 1239135. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1239135 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: mount. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
During implant placement procedure at tooth site 46, it was reported a fracture of the mount and screw. Implant was removed. Procedure was completed with another implant.